Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was the pts ins had not worked for a while for it had been a couple years; the pt had trouble finding a doctor to get the ins replaced, pt tried to fix it but they were put off due to covid. Pt noted they were set to get an MRI but they wont do it unless it was verified the ins was not working, pt noted they did not even know where their equipment was. Pt noted they wanted someone to sign a paper stating that it was not working. Ps understood they wanted an MRI eligibility form to be filled out. Pt noted their neurologist told the pt to call the manufacturer. Pt did not have a managing hcp because they wanted the pt to be put on more drugs. Pt noted they had so many mris since it was in and they never checked it and they would do the MRI. The patient was redirected to their healthcare provider to further address the issue. Pt provided pt tech services phone number if their doctor had further questions.  No symptoms reported.